Manufacturer narrative:
One device was received for evaluation. Visual inspection confirmed the reported problem. Additionally, onboard diagnostic tests revealed that the motor and clutch assembly were faulty. The plunger gasket was replaced, and during the diagnostic test, a motor run error was detected. As a result, the motor, clutch, and plunger drive train were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the syringe arm gasket is off or missing. The event occurred during preventive maintenance process. There was no patient involvement. Device evaluation produced a motor rate error.